Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1kq0r, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-sep-2021, UDI#: (B)(4). Event date approximate. Apply to the lead pli. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the reason for the call was to get MRI compatibility for her device and wanted to know if she just turned her device off, would it be okay to get an MRI of her spine. The patient also stated that when she sits in her non-hybrid car, the implanted wire would heat up and hurts her private area. She has also inquiring what would be causing that. The patient further reported that she was still urinating on herself, doesn't have control, and wears a diaper to bed. She confirmed that she wasn't seeing the 50% or greater symptom control from the implant. The patient was offered assistance in making some adjustments, but she declined. The patient further mentioned following-up with her healthcare physician first in regard to changing programs, before switching to another program. The patient noted that the issue started "years, since she was a little girl". The patient reported she previously increased her stimulation from 5.4v to 5.9v, and one day she sat in the car "and thought she was going to die" because of the pain. She stated that this pain was from the stimulation and confirmed this was related to the previous issue that she reported regarding the leads heating up. She also noted that the stimulation at 5.5v was uncomfortable for her. No further complications were reported.